Event description:
Information was received indicating that this ambulatory infusion pump showed a message indicating "pump will not run, no disposable." The patient went into the clinic and it was noted that the cassette was attached properly and the pump did not have any noticeable damage. However, the cassette was empty indicating the pump had over delivered. The rate was checked and was found to be correct. No adverse patient effects were reported.